Event description:
Report ventilator inoperative.

Manufacturer narrative:
The flow pcb was found to have some oxidation on the contacts of the edge connector. Following numerous self-tests determined that ic at position u1 had failed. This is the most likely cause of the vent inop.